Manufacturer narrative:
The customer reported problem was confirmed. Physical inspection of the device noted no damage or anomalies. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/16/2019 to the present date 10/08/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue could not be determined.

Event description:
It was reported that the device was out of spec and failed calibration. It was reported there was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was out of spec and failed calibration. It was reported there was no patient involvement.